Manufacturer narrative:
(B)(4). Pump received with an unresponsive keypad at the up, right, left, and back buttons. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest due to unresponsive keypad. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thus. No delivery alarm was found in the history file on event date of (B)(6) 2022 03:21:42.000 during bolus. Force sensor zero offset was within specification (23.9mv). The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. Pump was cut open to perform visual inspection and found evidence of moisture damage on the keypad flex connector and pcba 1. Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the keypad flex connector and pcba 1. No delivery alarm unknown during testing due to unresponsive keypad. Moisture damage confirmed. Cosmetic damage was noted during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received recurring insulin flow block alarms. It was unknown whether customer were able to exit the insulin after troubleshooting. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for analysis.